Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a impella rp support ongoing for 6 days when there were signs of hemolysis. Labs hemolyzing only rectified with p level adjustment. The pump was instead explanted to resolve the hemolysis. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs were investigated and there were several abnormalities. There is a motor current spike and speed deviation that does not align with any p-level changes. Additionally, just leading up to these spikes, there is noise/spikes in the cvp. These two factors indicate that there was likely something in the cannula that was interacting with the pressure sensors and also impeded the rotation of the impeller. This event is not followed by any change in the purge pressures/flows or ps, however. On the same days as patient's urine color change, several high purge pressure (hpp) spike events are seen. There are 3 distinct spikes in the purge pressure that all reach close to or above 1000 mmhg. None of these events correlate with a purge bag/cassette change, and they all resolve. The only abnormality leading up to these events is a drop in the motor current, rather than a spike up, while the pump is running constant at p-6. Additionally, during the time of pp spikes, the cvp spikes up, indicating something could be interacting with the sensor faces. Lastly, from on (B)(6) through to the end of the case, the pump is not able to achieve flows within specification for the p-levels it is running at. All these factors indicate that starting on (B)(6) through the time that hemolysis symptoms are noted, there could be biomaterial ingestion/build up in the cannula. Returned product was investigated and biomaterial was seen to be in the purge gap and wrapped around the impeller, even after being soaked in water/sporacidin. Based on the data logs and returned product, it was determined that the root cause of the hemolysis was biomaterial.